Event description:
Unomedical reference number (B)(4). Event occurred in the united states. Reportedly, the patient had faced two sensor failure back to back. That prevented him from being aware of blood glucose level. He changed failed sensor twice and by the time he did it the second time his blood glucose was too high and had to go to the emergency. It was reported that the patient collapsed and his blood glucose level was 1180 mg/dl at the arrival. He was diagnosed with diabetic ketoacidosis and ketone levels was assessed as dangerous/life threatening by health care professional. He had faced bent cannula issue that prevented insulin delivery. Reportedly, bent cannula was found at hospital when the site was removed. He was treated with intravenous insulin drip. Reportedly, the patient stayed in critical care unit for four days. Thereafter, he was transferred to hospital for a duration of one day. At the time of discharge the blood glucose level was 120 mg/dl with no permanent damage to the patient. The patient reported seeing the loss of connection symbol but customer service could not verify and this appeared in history but did verify the failed sensors. Reportedly, the issue resolved. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.